Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed opening assessed as fold flaw opening. As per the investigation procedure crease wear abrasion stress marks was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported a left side "deflation" against a gel device. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.